Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The field service engineer observed black particles in the rinse station. The root cause of the event was found to be a valve blockage of unknown material.

Manufacturer narrative:
The reagent lot number and expiration date was requested but not provided. The field service engineer (fse) drained the vacuum tank and the degasser water trap and replaced a vacuum solenoid valve. Qc was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2 results for 2 patient samples on a cobas pure c 303 analytical unit. For sample 1, the initial phos2 result was 5.17 mmol/l. The repeat result was 1.69 mmol/l. For sample 2, the initial phos2 result was 4.88 mmol/l. The repeat result was 1.82 mmol/l. No questionable results were reported outside of the laboratory.